Event description:
Pharmacist reports that chemo spill occurred prior to pt use. Spike sheared off where spike inserts into the bag. Pt states the bag held 5fu with a concentration of 1.94mg/dl. Pt states the tubing and the bag are wrapped into 4 separate packages prior to sending to the home pt. Chemo leaked from the tubing and bag prior to pt use. No pt injury or medical intervention.